Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this pacemaker exhibited potential loss of capture on the electrograms. No changes were made and the pacemaker remains in service. No adverse patient effects were reported.